Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
The surgeon reported to the sales rep that unanticipated revision surgery was performed due to the nail breakage.